Manufacturer narrative:
The device was received for evaluation. During functional testing, does not sense when the door was closed was reproduced. A review of the event history log revealed ' not sense when the door was closed' was unable to be confirmed . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch not working. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not sense door was closed. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.